Event description:
Information received by medtronic indicated that the customer reported crack at the back of pump on battery side. Troubleshooting was performed and found that silicon case was not in use. No harm requiring medical intervention was reported. The device was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay, and stained keypad overlay. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. The pump was received with a severely corroded battery tube. Using a test case, the pump powered up properly. The pump was able to perform the history download. Successfully downloaded history files and traces using thus. The pump also passed the sleep current test, active current test and self test. Blank display was due to severely corroded battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Please see below for the pump errors/alarms noted 1 week prior to the event date 15-sep-2022 in the pump history file. 09/10/2022 00:25:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 09/10/2022 00:41:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 09/13/2022 17:03:00.000 alarmalertnotification faultnumber = low battery alert (104) 09/14/2022 02:34:00.000 alarmalertnotification faultnumber = change battery fault (73) 09/14/2022 03:05:00.000 alarmalertnotification faultnumber = off no power (11) 09/14/2022 03:07:00.000 batteryremoved 09/14/2022 03:07:00.000 alarmalertnotification faultnumber = battery removed (84) 09/14/2022 03:07:17.000 batteryinserted 09/14/2022 03:07:17.000 alarmalertnotification faultnumber = failed batt test (58) 09/14/2022 03:07:27.000 batteryremoved 09/14/2022 03:07:27.000 alarmalertnotification faultnumber = battery removed (84) 09/14/2022 03:07:40.000 batteryinserted 09/14/2022 03:07:40.000 alarmalertnotification faultnumber = failed batt test (58) 09/14/2022 03:07:52.000 batteryremoved 09/14/2022 03:07:52.000 alarmalertnotification faultnumber = battery removed (84) 09/14/2022 03:08:11.000 batteryinserted 09/14/2022 03:08:16.000 alarmalertnotification faultnumber = failed batt test (58) 09/14/2022 03:16:03.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 09/14/2022 03:16:17.000 alarmalertnotification faultnumber = batt out limit (6) 09/14/2022 03:16:28.000 alarmalertnotification faultnumber = batt out limit (6) unable to test for low battery alert (104), change battery fault (73) and off no power (11) due to blank display. The power data available per the power management tool/detail trace file is from 9/7/2022 7:26:00 pm to 9/11/2022 10:49:00 pm. There was no power data available for the dates of 09/13/2022 and 09/14/2022. Unable to check power data for low battery alert, change battery fault (73), off no power (11), and failed batt/battery failed alarm due to no power data available. However, after using a test case and the pump was able to complete the history download. The power management graph was generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were due to the battery removed for more than 10 minutes pump. Using a test case, the test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23, failed batt test (58) or batt out limit (6) noted during testing or after battery change. Using a test case, the pump communicated properly with the glucose sensor simulator and the guardian 2 link. After the pump completed warm up and calibration, the pump was able to display the test bg value of 100 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor 1 alert not confirmed. Low battery alert (104) unknown. Change battery fault (73) unknown. Off no power (11) unknown. Failed batt test (58) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Cosmetic damage was confirmed at back of the pump. Blank display was confirmed during analysis due to severely corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.